Event description:
It was reported by a customer that on (B)(6) 2011 the fiber was damaged at the tip at 41,000 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. The damage to the fiber tip was noted during the procedure. It was observed that the aim beam shot out at the end. The event occurred while inside of the pt but there were no issues. There were no observations leading up to the incident. There were no error codes that were displayed on the console when this event occurred.